Event description:
Getinge became aware of an issue with one of surgical lights - hled. It was stated, that one of the spring arms has broken dome fixing screw. Initially, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the device detachment and serious injury. During investigation it was concluded that the screw damage would not result in the device falling. Therefore, reported issue is not considered as safety related.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: getinge became aware of an issue with one of surgical lights - hled. It was stated, that one of the spring arms has broken dome fixing screw. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the device detachment and serious injury. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - hled. It was stated, that one of the spring arms has broken dome fixing screw. Initially, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the device detachment and serious injury. During investigation it was concluded that the screw damage would not result in the device falling. Therefore, reported issue is not considered as safety related. The correction of h6 adverse event problem and evaluation code required. This is based on the internal evaluation. Previous h6 adverse event problem and evaluation: mechanical problem- detachment of device or device component. Corrected h6 adverse event problem and evaluation: mechanical problem. Getinge received customer product complaint related to spring arm malfunction. The investigation was performed. The failure did not cause any risk to human life. When a malfunction occurs, the device is not up to the manufacturer specification. After replacing/adjusting the component(s) involved, the device could return to normal use. During the investigation, the following contributory factor which might influence the occurrence of the issue with spring arm was defined: user error. After reviewing the information provided in this file, complaint handler did not identify any apparent reason suggesting opening a new CAPA or evaluation for the need of an action in the market. It is not likely that the investigated issue could lead to serious injury nor death when the malfunction reoccurs. That is the reason why it is not considered to be safety related and reportable.

Manufacturer narrative:
Event site name: (B)(6), event site postal code: (B)(6), event site telephone: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - hled. It was stated, that one of the spring arms has broken dome fixing screw. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the device detachment and serious injury.